Event description:
Customer's mother reported a button error on her son's insulin pump. Customer's blood glucose is 399 mg/dl. Customer is autistic. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at display window corners and battery tube threads, and minor scratches on the display window.